Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2018. Dtbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular lead oversensing was occurring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.